Manufacturer narrative:
During a review of the alarm trace data, several sample quality alarms were observed. Based on the type of test being run, low results can occur due to issues with sample pipetting. The customer did not complain of any further issues and there was no indication of an analyzer issue from the alarm trace. Based on the number of bubble alarms and sample clot alarms observed, the investigation determined the event is consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter questioned a low result for 1 patient tested for elecsys amh (amh) on a cobas 8000 e 602 module. The initial result from the e602 module in question was 0.012 ng/ml. On (B)(6) 2021 a new sample from the patient was tested at another hospital using a cobas 6000 e 601 module and the result was 4.25 ng/ml. On (B)(6) 2021 another sample from the patient was tested on the e602 module in question and the result was 4.42 ng/ml. The initial low result was reported outside of the laboratory; the low result is believed to be incorrect. The amh reagent lot number was 50705001 with an expiration date of 31-oct-2021.